Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change out procedure, the right atrial and ventricular leads exhibited insulation abrasion. Both leads were repaired using the medical adhesive repair kit. All electrical measurements were in range. The patient was in table condition throughout the event.